Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also mentioned that she had a stomach virus at the time of the high blood glucose. The customer recorded a sensor glucose reading of 160 mg/dl when her actual blood glucose level was above 400 mg/dl. Troubleshooting was declined because the insulin pump was not present at the time of the call. Advised to call back when the issue occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.